Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
It was reported that the compressor mini generated low pressure alarm. Our field service engineer found that the drainage valve was defective and recommended that it should be replaced. There is no information available regarding if the valve was replaced, therefore no root cause can be determined.

Event description:
It was reported that the compressor generated a low pressure alarm. There was no patient involvement. Manufacturer's ref #: (B)(4).